Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, he definitive root cause was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the ultrasound gastrovideoscope exhibited a gap of adhesive at the distal end. A stain had entered the lens through this gap. Additionally, there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.